Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/09/2016. The fse found that the tubing at pinch valve pv37 was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.